Event description:
It was reported that the blocker came off from the screw. The revision surgery is planned on (B)(6) 2016.

Manufacturer narrative:
Lot# z9n. Date of explant: (B)(6) 2016. PMA/510(k)#: k071373. Method: visual inspection; device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Inspection of the blocker revealed no deformation and indentation of its base. This suggests that the blockers did not experience a sufficient tightening torque. Conclusion: the most likely cause of the customer reported event is an insufficient tightening torque during final tightening.

Event description:
It was reported that the blocker came off from the screw. The revision surgery is planned on (B)(6) 2016.